Manufacturer narrative:
Evaluation anticipated but not yet begun.

Event description:
During preparation for cardiopulmonary bypass, the user observed smoke and a strange smell from the device. There were no adverse consequences to the pt as a result of this event.